Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient¿s mother reported that the sensor failed during the 2-hr warm up and was advised by dexcom to remove the sensor during troubleshooting. When the sensor was inserted into the leg, the patient complained of pain. Upon removal of the sensor, the sensor wire was missing. The patient had an x-ray taken on (B)(6) 2019 and the x-ray image showed that the sensor wire was retained and that it went straight into the patient¿s leg and was not attached to the sensor. On sunday (B)(6) 2019, the patient¿s leg became infected that the patient could not put weight on it. She went to urgent care and they attempted to remove the sensor wire by performing exploratory surgery but was unsuccessful and provided the patient with antibiotics. On (B)(6) 2019, she went to see a plastic surgeon and they recommended the patient have surgery with an active x-ray to remove it. The patient¿s mother stated that on (B)(6) 2019, they were going to see the pediatrician and surgery is scheduled for (B)(6) 2019. At the time of contact, the patient was in stable condition. No product or data was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.